Manufacturer narrative:
Waiting for the device to return from primus medical llc, to evaluate. A follow-up report will be submitted after the eval is completed.

Event description:
Maintenance manager reported an oxygen concentrator was smoking.